Event description:
First time-breast augmentation, inserted with textured silicon breast implants on (B)(6) 2007, using mentor - memory gel, by j & j., 8 months later, I began feeling fatigue, brain fog, joint pain and finally diagnosed (B)(6) 2009 rheumatoid arthritis. On (B)(6) 2008 I was accepted to participate in memorygel breast implant post approval 10 year study. On (B)(6) 2014, I was removed from the study by mentor. FDA safety report ID# (B)(4).